Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8784, (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2019; explant date: (B)(6) 2026, h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving gablofen (1000mcg/ml at 194.6mcg/day) via an implantable pump for intractable spasticity. It was reported that the rep stated that they were doing a pump replacement and everything was fine, but the surgeon was concerned that something is going on with the catheter. The rep stated that the polyurethane jacket right at the pump connector part looked like it was starting to peel. The rep mentioned that the previous one did the same thing and they replaced it. The issue was not resolved through troubleshooting. The rep was advised to return the catheter for analysis if the surgeon chose to replace it.

Manufacturer narrative:
Product analysis: (B)(4): analysis found that the returned device passed all testing in the laboratory and no anomalies were identified. 8784: analysis found that there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.